Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent was released and damaged, resting on the deflated balloon. The stent was stretched along it's entire length over the balloon. The distal edge of the stent was positioned 8mm distal to the distal edge of the distal markerband. The proximal edge of the stent was positioned 7mm proximal to the proximal edge of the proximal markerband. An examination of the balloon through the stent found that the balloon had been inflated and deflated during the procedure. The stent was then removed in order to inspect the balloon. The balloon was inflated and deflated normally. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the very tortuous and calcified left anterior descending artery. Pre-dilatation was performed with maverick 1.5x15 mm balloon catheter. The 2.50x32mm taxus liberte stent was advanced and failed to cross the lesion. After re-ballooning, the procedure was completed with a non bsc 33mm stent. There were no reported patient complications and the patient condition is stated as stable. Returned product analysis revealed stent damage.